Event description:
It was reported that flange is not in place error was observed. No patient injury reported.

Manufacturer narrative:
UDI information is unknown. This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A corrective and preventative action has been opened to address the reported issue. A device history record (DHR) is not applicable or relevant because the results of the complaint investigation do not indicate a problem with the manufacture or repair of the device. A product sample was received for evaluation. Functional and visual testing were performed. The tamper seals on plunger assembly were intact. The investigation found the device left side of top case broken, battery not working alarm during power up. The pump event history showed a check syringe flange sensor in the error history log (ehl). The evaluation was performed, and the reported issue was not duplicated, performed syringe test and check the reading of flange sensor. Check syringe flange sensor during syringe test and the reading of flange sensor is good. Unable to determine the intermittent of the check syringe flange sensor error. The root cause of the reported issue is unable to be determined, the optocoupler, ear clip and ear clip spring were carefully inspected and no physical or other damaged was found. The technician replaced the ear clip and ear clip spring for preventive measure. Performed syringe test and all functional tests which passed.